Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: multiple power reboot events were observed after a ¿cs128¿ alarm. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit to the battery compartment. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due a display screen leak and a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power issues. No power interruptions occurred during the investigation. Investigators were unable to duplicate the ¿intermittent power¿ complaint. The pump¿s cover was removed, further moisture corrosion was found to the power printed circuit board and the continuous glucose monitor module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.